Event description:
It was reported that a patient allegedly received radiation burns to the skin to a toshiba representative on or about (B)(4) 2012.

Manufacturer narrative:
The customer reported that a patient allegedly received radiation burns to the skin, described as skin reddening. It was additionally reported that the patient was scanned for 101.5 minutes and 162 radiographic exposures were taken. The customer has stated that the system is not at fault and was performing properly.